Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2013, the lay-user/patient contacted animas to request assistance with programming his replacement insulin pump and pairing the meter remote. During the long call, which lasted for more than 1 hour and 20 minutes, the patient became hypoglycemic. He seemed confused with decreasing level of consciousness. He was unable to answer questions. The emt subsequently arrived at the scene and tested the patient at 38 mg/dl. During a callback to obtain more information, the patient indicated his low blood glucose reading was resolved without requiring transportation to the hospital that day. In addition, there was no allegation of a product malfunction association with the incident. This complaint is being reported because the patient had symptoms suggestive of hypoglycemia while on insulin pump therapy. Although there was no evidence of product malfunction, the insulin pump could not be ruled out as a contributor of the reported incident.